Event description:
It was reported that "pt had revision due to pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. The lot code for the reported device was not provided. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.